Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 11:48:34. During night drain cycle five, the patient's ultrafiltration reading was 2072ml, indicating the home patient (hp) drained 2012ml more than their maximum programmed fill volume of 200ml. No additional information was available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported event was confirmed through the review of the event history logs. The cause was unexpected high ultrafiltration. If additional relevant information is received, a supplemental medwatch will be filed.